Manufacturer narrative:
(B)(4). Concomitant medical products: oxf twin-peg cmntd fem md PMA, catalog #: 161469, lot #: 604230; medical product: oxf uni tib tray sz e lm PMA, catalog #:154726, lot #:603010. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00440. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, the patient was revised due to unknown reasons. Femoral component and bearing were replaced.